Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (latex temp-sensing catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had just started therapy and the temperature probe was going in and out. Mss representative suggested taking out and reattaching which fixed the problem. User was also looking for another cable in case if this failed again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had just started therapy and the temperature probe was going in and out. Mss representative suggested taking out and reattaching which fixed the problem. User was also looking for another cable in case if this failed again.